Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured left breast implant. Mammogram, ultrasound, and magnetic resonance imaging were performed. Additionally, the patient stated a breast biopsy is needed to rule out breast cancer. No further information was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 27, 2025, the mentor analysis lab received the suspect medical device for evaluation. On december 10, 2025, mentor received the following additional information: magnetic resonance imaging indicated a small amount of fluid collection in the left breast without concern. Additionally, the patient was diagnosed with bilaterally ruptured implants and breast ptosis pre and post-operatively. However, the left implant was described as ruptured while the right was described as "appeared to be unruptured". The right side rupture was not confirmed by the information provided. She underwent bilateral exchange with mentor saline implants during the revision surgery. H6 health effect - clinical code e2403: implant site fluid collection as an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. On december 17, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2025, mentor was notified that the patient was scheduled for bilateral implant exchange. Date of explantation: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).